Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction:strip issue.

Event description:
Customer complains of lo results. Customer states that he feels well and requires no medical attention. The customer's expected blood result is 109-118mg/dl fasting. Verified the strips expired 8/31/2016. Customer confirms the strips have been properly stored and were first opened more than 4 months ago. Reviewed meter memory 1:lo (B)(6) 2015 12:34:00 pm fasting:yes; 2:lo (B)(6) 2015 12:03:00 pm fasting:yes; 3:119mg/dl (B)(6) 2015 12:23:00 n/a customer is not sure when this test were run; 4:154mg/dl (B)(6) 2015 10:29:00 am n/a customer is not sure when this test were run; 5:119mg/dl (B)(6) 2015 09:23:00 pm n/a customer is not sure when this test were run. Memory concerns:customer is concern because of the two lo blood results that were taken (B)(6) 2015 at 12:34pm and 12:03pm. Customer states that his wife ran a blood test and then ran another test himself and both blood results shows lo. Time and date is not set correctly.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:strip issue. User is testing with expired test strips.

Event description:
Customer complains of lo results. Customer states that he feels well and requires no medical attention. The customer's expected blood result is 109-118mg/dl fasting. Verified the strips expired 8/31/2016. Customer confirms the strips have been properly stored and were first opened more than 4 months ago. Reviewed meter memory: (B)(6). Memory concerns:customer is concern because of the two lo blood results that were taken (B)(6) 2015 at 12:34pm and 12:03pm. Customer states that his wife ran a blood test and then ran another test himself and both blood results shows lo. Time and date is not set correctly.